Manufacturer narrative:
(B)(4) - excessive force. Evaluation summary: evaluation of the returned xience nano stent delivery system (sds) noted blood visible in the guide wire lumen, consistent with the sds being advanced over a guide wire. The stent implant was dislodged from the balloon and loose on the shaft, confirming the dislodgement. The first four rows of the proximal end were mangled. There were bent struts in the first two rows of the distal end. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The proximal balloon taper was wrinkled. The distal edge of the soft tip was flared and jagged. There were multiple kinks in the full length of the hypotube. Since this damage was not reported in the incident information, the wrinkled balloon, tip damage, and kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria per the xience v/promus everolimus eluting coronary stent system product specifications. The proximal and distal stent outer diameters could not be measured due to the damage noted. The stent middle outer diameter dimensions were outside of the accepted manufacturing specification, however, because stent outer diameter is verified at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of dislodgement as it is expected that the stent would expand during travel over the balloon shoulders. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified, which likely contributed to the reported difficulties. It was reported that force was applied to the sds as resistance was encountered. It should be noted the xience v and xience nano everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature. It is likely an interaction with the calcified lesion as force was applied may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the lesion would have then led to the stent dislodging proximally on the balloon. A review of the product manufacturing record did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement for this lot. There is no lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected online for stent placement and damage. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during a procedure of the moderately tortuous, heavily calcified, mid left anterior descending artery, the 2.25 x 23 mm xience nano it could not cross the lesion. There was no reported clinically significant delay in the procedure due to the device issue. A second 2.5 x 8 mm and 2.5 x 12 mm non-abbott stent were used in the procedure. There was no reported adverse patient effect. Though requested, no additional information was provided. Device analysis revealed that the stent implant had dislodged from the balloon proximally onto the shaft. Additional updated information received noted the stent dislodged off the balloon during the procedure while attempting to cross the lesion when mild force was applied.